Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was reported the patient¿s pump was not functioning and the patient was in a lot of pain. It was noted the patient was on oral medications right now. It was also reported it was unknown for sure, but the patient thought her pump was currently empty. It was unknown if the pump was alarming. It was reported it was believed the patient was last at a doctor for her pump in january 2014. It was unknown what drug the pump was being used to deliver. Additional information received reported the patient was still having concerns regarding her device or therapy, but was working with her doctor. The patient will have an appointment on 2014-07-30. It was further reported the pump goes off every hour on the hour. It was reported, ¿pumping morphine and bupivacaine into body and was not working, but still is in the body.¿